Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 35mm navitor titan vision transcatheter aortic valve (serial: (B)(6) was chosen for implantation utilizing a large flexnav delivery system (lot: 10388182). Sufficient calcium was present for anchoring, aortic angle was 50 degrees. There was a significant chunk of annular calcium that extended down to the left ventricular outflow tract (lvot). Pre-dilatation via balloon annular valvuloplasty (bav) was performed with a 20mm true balloon. With one deployment attempt, the valve was released at 3mm non-coronary cusp and 2mm left coronary cusp. All three retainer tabs were confirmed to separate. When the delivery system was pulled back to be removed, interaction occurred and the navitor embolized into the sinus of valsalva. The patient remained stable. The migrated valve was snared into the ascending aorta. The native annulus was then dilated again with a 24mm true balloon. A second 35mm navitor titan vision (serial: (B)(6) was then implanted successfully utilizing a replacement large flexnav delivery system (lot: 10472335). The patient was reported to hemodynamically stable throughout the procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. An event of difficult device removal was reported. Based on all available information, the reported difficult device removal appears to be related to a combination of challenging patient anatomy and procedural conditions (challenging anatomy caused interaction between delivery system or nose cone and valve during removal attempt). There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.